Event description:
It is reported that the device was implanted in 2006. The device was revised in 2008, due to the locking mechanism and locking pin fracturing.

Manufacturer narrative:
This report will be amended when our investigation is complete.